Event description:
It was reported that the screen had been dark, and the pump had been alarming. The registered nurse had advised the patient to open and close the battery door. The pump had powered back on, and it had been restarted. The reservoir volume of 41.9 ml had emptied within 17 hours and 28 minutes. The patient had been advised to call the hotline for further assistance if needed. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. Upon further testing, it was found that during occlusion sensor testing the pump would power off with only battery power. The battery springs and batter compartment were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.